Manufacturer narrative:
Additional information was received; the medical technician stated the system worked as it should. At the time the issue was reported, there was no one from the medical technology department on site. The device is usable. There was a patient impact, but according to the medical technician, no technical error behavior led to it. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor generated technical inop alarms but no red or yellow alarms. This patient on a high dose catecholamine infusion because restless and pulled out the cvp line at approximately 0100, for which the monitor generated technical alarms initially with red alarms occurring much later. Resuscitation began at approximately 0130 and lasted around 40 minutes. Following this hypoxemic period (duration of resuscitation), the patient displayed significantly altered eeg and pathological waking behavior without detectable structural changes on the on the head CT scan; however, permanent damage could not be ruled out. The customer requested assistance determining why '...there was a currently inexplicable failure (?) In the monitoring of arterial pressure for over half an hour until the situation was recognized by the treating team when this falsely normal pressure "collapsed"'. Good faith efforts are being performed.

Manufacturer narrative:
Good faith efforts were performed. The current status of the patient was requested; however, it remains unknown as the customer did not respond to follow-up inquiries. A telephone consultation was conducted with the customer on 26jan2026 at 11:50:35 to discuss the case and coordinate further actions. During the investigation, no error codes or technical logs were provided, and no remote diagnostic tests were documented. Based on the customer¿s statements and available medical technology assessment, no technical malfunction was identified. The system was reported to have functioned correctly throughout the event. According to the customer¿s analysis, there is no indication of improper patient monitoring. It is therefore assumed that the cause of the issue lies outside of the patient monitoring system. The customer was informed that system deployment and follow-up measures are intended to ensure smooth operation after the incident. At present, the customer maintains that no technical failure has occurred based on their internal evaluation. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device confirms the problem has not been reported again for this device. It was noted nurses respond to technical alarms and there is a central monitoring unit. Biomed reiterated there was no technical issue with the device; however, the cause of the delay in care was not provided. Based on this information, there does not appear to be any allegation of malfunction; however, a use related issue cannot be ruled out at this time.